Event description:
Additional information was provided that in the surgeon's opinion the cause of the event was likely a combination of poor trailing haptic folding and injector tip being bent from previous use. Reused injector would be referring to the handpiece.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the cartridge was not returned for an evaluation. A qualified associated lens was returned positioned incorrectly in the lens case in a small plastic bag. Viscoelastic was dried on the lens. The optic was broken (appeared cut) into three portions. The optic has scratches and was cracked near the optic center. Information was provided that indicated the use of a qualified handpiece. The indicated viscoelastic was not qualified for the lens/cartridge/handpiece combination used. The root cause may be related to a failure to follow the dfu. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, the lens was scratched while being inserted through an injector and a cartridge. The iol was replaced in the same procedure with no reported harm to the patient. There are two medical device reports associated with this event. This report is for the cartridge. Additional information has been requested.